Event description:
It was reported that the customer did not think the pump was delivering insulin. There was no adverse impact to the customer's blood glucose level. During troubleshooting it was determined that the cartridge was blocked, and customer changed the cartridge and insulin delivery successfully resumed without further assistance needed.